Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that device could potentially be in the incorrect mode and recall was initiated to ensure all devices were tested. At this time, there are no alleged issues with the device. It was further reported that after the device was returned to the service center, during the evaluation the device was found to be in the incorrect emc mode. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: this event is determined to be expected however a potential manufacturing related issue was identified; therefore the device history records (DHR) were reviewed. The DHR review met all release criteria system was to the normal mode after system tests identified during DHR review. Investigation summary: the bd recanalization system serial number (B)(6) was received at the bd-bard global service & repair. The bd recanalization system was visually inspected upon receipt and was found to be good overall condition and no visual defects observed. The device was functionally tested and passed the tests as using (B)(4) rev 04 and was observed to be in emc mode, and software version was 3.0 and unit was not put into correct mode before being shipped identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the identified device was not put into correct mode issue. The root cause for identified device was not put into correct mode could be determined based upon the information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h3, h4, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that device could potentially be in the incorrect mode and recall was initiated to ensure all devices were tested. At this time, there are no alleged issues with the device. It was further reported that after the device was returned to the service center, during the evaluation the device was found to be in the incorrect emc mode. There was no patient contact.